Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 401:317:850:0000 was confirmed by service. This condition was caused by a faulty u65 software. The u65 software was replaced to fix the reported condition. The user interface module software version of this pump is 6.13.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 401:317:850:0000. This event occurred during biomedical testing and may have interrupted delivery. The facility did not have information regarding whether there was a patient involved, however, there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.